Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is one previous complaint where the open and used sample received showed fraying/splitting, we consider that this complaint is confirmed by evidence of the failure. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with optilene. During an unspecified procedure, the threads were noted to be fibrous and break after several stitches. It was likely a pediatric cardiac surgery. There was no patient harm.